Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between may 09, 2025 and july 18, 2025 recorded the stable pacing impedance around 450 ohms and the stable coil continuity around 300 ohms. The analysis of the provided iegm episodes from july 18, 2025 revealed artifacts on the rv channel, which led to the reported oversensing and shock deliveries. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing in the ventricular channel. The lead was capped.